Event description:
It was reported that the patient was in atrial flutter and there was atrial undersensing. Fluoroscopy showed that the atrial lead had lost all slack. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.